Event description:
Information received from the field notes that the patient was hospitalized for heart failure. The ventricular lead exhibited a bipolar impedance of 95 ohms and a unipolar impedance of 207 ohms, indicating an inner insulation failure.